Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer removed the sensor, there was about an eighth or less of an inch of copper wire left. The sensor cannula was missing. Customer's blood glucose level was 4.0 mmol/l. The sensor cannula fractured while in their body. The customer was advised that the device would be replaced and agreed to return the product for analysis.